Manufacturer narrative:
Further information was requested but not received. This product is registered as a combination product.

Event description:
During an in-clinic follow up, loss of capture and low pacing impedance were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. However, no diagnostic imaging was conducted to confirm the alleged cause nor was the alleged cause confirmed during the revision procedure. The rv lead was deactivated and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated abbott technical support (ts) observed oversensing on the right ventricular lead while reviewing device session records. Additionally, ts confirmed low pacing impedance, however, no loss of capture was observed.